Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. According to the email correspondence, the patient did a calibration and went about her day (bg and cgm readings were not specified). The patient alleged that the cgm did not alert to hypoglycemia, and she called 911. She felt ill, lost vision, and had presyncope. The patient self-treated with glucose prior to emergency medical service (ems) arrival. When ems arrived, they checked the patient's vitals, bg (no value specified), and blood pressure. The patient was monitored until her bg returned to good value and her eyesight returned. There was no documentation of medical intervention by ems. At the time of the report, the patient was recovering from the incident. At some point during the event, the bg was 155 mg/dl and the cgm egv was 89 mg/dl. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.